Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of a steerable guide catheter (sgc), the hemostasis valve was not hermetic. The hemostasis valve could not hold column, during the leak test. Preparation steps were repeated, but the issue persisted. The sgc was replaced and the procedure was completed successfully.

Manufacturer narrative:
All available information was investigated, and the reported issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported leak due to missing silicone fluid was determined to be a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, an exception (issue) is referenced. The investigation evaluated the reported issue, and the engineering group determined the root cause to be related to man (operators involved inadvertently forgot to apply silicone within the hemostasis valve). The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.